Event description:
Information was later received that this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The device data was insufficient to obtain battery status. The device had no telemetry and a memory download could not be performed. An external power source was placed in circuit and current ranged from 62-119, the current then dropped to 36. The hybrid was left under power over night and the next morning, the current was 11, which is normal current limits. It could not be ascertain where the high current originated as the high current condition was lost during analysis.

Event description:
Boston scientific received information that this device could not be interrogated. It was suspected that the device battery was depleted prematurely. Approximately one year ago, the device indicated a remaining longevity of more than five years. The patient was hospitalized for review. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.